Manufacturer narrative:
E1 - phone number: (B)(6). The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical/electronic component problem: impedance, open circuit, power source problem, short circuit, signal loss, loss of power, power fluctuations. Material problems like degradation. Mechanical problems like stress, deformation, fatigue, mechanical shock, wear and tear, vibration. Environmental problems like dust and dirt. These causes can occur without any design or manufacturing issue. Hence, this could have led to image issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source experienced no image, during inspection, prior to patient in room for an unspecified procedure. There were no reports of patient harm.